Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. This issue occurred during connection of continuous ambulatory peritoneal dialysis therapy. A plastic blue square (key/insert) came out of the screw cap (female connector). The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred between (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.